Manufacturer narrative:
On (B)(4) 2017 - we were notified that this lead was explanted on (B)(6) 2017 due to high thresholds.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported this lead being capped for a product performance issue.